Manufacturer narrative:
This medwatch report is for discrepant test results and is reported against the comfort curve test strips. The 732 mg/dl result is outside the reportable range of the device and that medwatch is reported against the advantage meter. (B)(4)

Event description:
Customer alleged blood glucose results of 732 mg/dl and 172 mg/dl when testing was performed back-to-back on the advantage system. The customer reported having no symptoms and did not treat or act on the results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device, and replacement product was sent.